Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, blisters and dry skin underneath sensor pod area only. When they removed the sensor on (B)(6) 2025, the patient's parent said that they saw swelling, rash, redness and blisters underneath the sensor pod only and the patient felt like it was burning and itchy. They did not mention if how they were treating the skin reaction prior to calling the doctor. They contacted their family doctor on (B)(6) 2025 since the skin reaction was not healing. The doctor prescribed over the counter benadryl spray, zyrtec and hydrocortisone cream. The patient started using the product on (B)(6) 2025 and the parent said that the skin reaction was still there and the patient experienced swelling in the throat. They went to their doctor on (B)(6) 2025 and said that the patient might be allergic to the g7 adhesive. No additional prescription, medication and treatment were provided. The swelling of the throat stopped when the patient started using g6 sensor again few days after stopped using the dexcom g7 and after taking the prescribed medication. Skin reaction was still visible and not healed at the time of the report. No other details were documented. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).